Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited loss of sensing. During the procedure, lead failure due to subclavian crush was confirmed on fluoroscopy. The lead was explanted and replaced. There was no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. Outer insulation damage was noted from 25.1 cm to 26.9 cm from connector pin consistent with clavicle crush damage. The inner insulation was found to be damaged in the clavicle crush region. Shorts were found between the outer coil and inner coil conductor paths in the clavicle crush region. This is consistent with the observation from the field of loss of sensing and subclavian crush.